Manufacturer narrative:
Engineering examined the log files and confirmed that a loss of audible alarms occurred prior to the system restarting. The interval of audible alarm loss varied between 3 and 5 minutes. The waveforms and visual alarm indicators would continue to function. The root cause of the known issue is that the cic backs up configuration files at a variable rate based on usage scenario and workload. Each backup creates a security identifier file (sid) in the operating system memory. When the pool paged memory increases over a threshold, the memory resources required to play audio tones can be unavailable resulting in the intermittent loss of audio at the cic. This causes the system to reset, which may proceed to a reboot, in order to clear the memory. Ge notified affected consignees via customer letter and is in the process of providing a software patch.

Event description:
Customer reported, that the cic system kept rebooting. No injury was reported.